Manufacturer narrative:
The returned catheter was evaluated visually and functionally where possible. Visual inspection revealed a rupture site at approximately 25cm from the distal tip consistent with an over pressurization during injection of contrast. Production lot history review did not reveal any non-conformances that would have contributed to the reported event. The product met the acceptance criteria prior to release. Based on the initial report, the compliant lot history review, and the results of the physical evaluation, the catheter appears to have been over-pressurized during contrast injections while the distal tip was kinked, prolapsed or occluded.

Event description:
At the time of injecting contrast they couldn't see the contrast flowing from the end of the catheter and began to trouble shoot. What they found was an extruded bubble in the catheter, where the contrast was actually leaking from. Discontinued contrast injection, removed leaking catheter, prepped and inserted new one.